Event description:
It was reported that the patient had the stimulation device moved over the past year. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n358041, implanted: (B)(6) 2012, product type: accessory; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that on (B)(6), 2014 the implantable neurostimulator (ins) was repositioned away from the sacroiliac (si) joint. No troubleshooting was performed or was done regarding this but the patient was informed that the increased si pain was not battery related, and the cause of the event was not device related. There was no reported reduction of symptoms, the patient was not receiving effective therapy, and the patient was not using their device.